Manufacturer narrative:
Corrected data section a2: patient age corrected. Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) not communicating with system monitor was confirmed. The system controller returned for analysis and did not communicate with the test system monitor, confirming the reported event. The power cables were replaced with test cables and communication was restored, isolating the issue to the cables. During this replacement, it was noted that the power cables had evidence of fluid ingress. Log files were downloaded at this time. Data was reviewed in the log file from the reported event date of 07may2025 and showed the controller functioning as intended for the duration while the driveline was connected. The driveline was disconnected at 09:39 and the controller was shut down, consistent with the reported controller exchange. The controller passed functional testing with the replacement cables and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The white power cable was tested for raised resistances, and the wire responsible for communication with the system monitor was found to damaged, which would cause the reported event. Several other wires were also noted to have elevated resistances, indicating wire fatigue consistent with the observed fluid ingress, but this did not affect controller function. The root cause of the system controller not communicating with the monitor was determined to be due to power cable damage and fluid ingress in the power cable. Incidental findings: black power cable damage. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon connecting to the power module for interrogation, the system controller would not transmit data to the power module. The controller was exchanged with no issues. The new controller was able to transmit data to the power module.